Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Caller tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. Patient's coumadin dose was changed based on the meter result. No further details available. No adverse event reported. Requested return of suspect strips, however, those strips are no longer available and will not be returned. Replacements were sent.